Manufacturer narrative:
Sections a1-a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the heartmate touch screen freezing on the pump prime countdown timer screen and the pump not starting for priming was not confirmed. No equipment was exchanged. No log files from the event were available. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. B, chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide, rev. B, under ¿troubleshooting guide¿ provide troubleshooting steps to resolve a frozen heartmate touch app. Heartmate 3 instructions for use (IFU), rev. B, chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Section 5 ¿surgical procedures¿ explains how to prime the pump using the heartmate touch app. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump prep, prior to implantation, the heartmate touch (hmt) screen froze after the "prime pump" option was selected. The pump would not start, and the screen froze which forced the team to double-click on the home button and swipe up to close the hmt app. The hmt was reconnected to the bluetooth adapter and the prime pump option worked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.